Manufacturer narrative:
Because the actual device used was not returned and no sample from the same lot was provided, the evaluation was speculative and evaluation codes chosen were based on that method. Photos provided by customer indicated the potential for user error.

Event description:
An esu generator was used in conjunction with a karl storz power cord, storz resectoscope, and storz telescope. The cautery loop that was plugged into the storz resectoscope was a disposable cook product. During a turp - transurethral resection of the prostate, the nurse noted the anesthetized pt jerked. The nurse notified the surgeon who then discontinued the use of the cautery loop and removed the resectoscope. The instruments were inspected and a black mark was noted on the telescope lens, along with a black mark on the insulation part of the disposable cook cautery loop. The pt was assessed and found to have no apparent injuries related to this event.